Event description:
Report received indicated that during a percutaneous transluminal angioplasty there was withdrawal difficulty of the dilatation catheter through the sheath introducer (si). The carotid common and internal artery was the target lesion. The vessel was lightly tortuous. The dilatation catheter was used following the instruction for use (IFU). The balloon was placed at the lesion site and inflated at 8 atmospheres. After inflation, the balloon was completely deflated under fluoroscopy without any difficulties. Subsequently, attempts to withdraw the dilation catheter through the si were made, however, the balloon would not go back into si and only after several minutes of manipulation force was use to withdraw balloon through the si. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni